Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating part of the brush head broke off. It was the part that holds the bristle. No injury was reported.